Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to recover. A field service engineer remotely accessed the station to assist with troubleshooting. Fse was unable to recover the door or resolve the issue, as the tower door error continuously indicated the door was open, powered off the pyxis unit, opened the tower latch column, inspected all latches, and replaced all four door latches, then reassembled the latch column, powered the system back on, and accessed the application, recovered the failure on door 3 and completed inventory for medications across all four tower doors, confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed. Customer tried to recover storage, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.